Manufacturer narrative:
Section g2: report source corrected manufacturer's investigation conclusion: incidental finding: loose rubber encasing the reported event of damage to the mobile power unit (mpu) patient cable was confirmed via evaluation of the returned mpu. The mpu returned to the service depot on 17oct2024 and was visually inspected. The patient cable was observed to have electrical tape near the patient power cable connector and was exchanged. The mpu was then functionally tested and passed. The mpu was returned to the customer for further use and the patient cable was forwarded to the product performance engineering (ppe) department for further analysis. The patient cable was connected to a known working test mpu and was manipulated by hand while connected to a test system controller and mock circulatory loop. No atypical alarms or issues were produced during this testing. The electrical tape on the cable was removed, and a tear in the outer jacket and underlying wrap layer was revealed. Fluid ingress due to the opening in the outer layers and exposed shielding were observed, however, no further damage to the underlying layers was revealed. Multiple attempts were made to obtain additional information regarding if log files are available; however, no additional information or files was provided. A root cause for the damage to the patient cable was not conclusively determined through this analysis. The device history records were reviewed and the records reveals that the mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 16apr2020. The heartmate 3 instruction for use (rev. A) was available for use at the time of the event. Section 8, entitled ¿equipment storage and care¿, instructs the user how to care for and clean all equipment, including the mobile power unit (mpu). The heartmate 3 instruction for use, section d, entitled ¿safety checklist¿, instructs the user to inspect the mpu patient cable for damage. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4 - UDI reflects all known information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient called and noted their mobile power unit (mpu) cord was broken at the end with wires exposed. The patient received a loaner mpu.